Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 at 07:37:23. During night drain cycle four, the patient's ultrafiltration reading was 312ml, indicating the home patient (hp) drained 312ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.